Manufacturer narrative:
Other, other text: device evaluation- the returned device was examined; this showed damage to the battery door, right plunger case and left plunger case screw boss. The functional testing showed that the device gave a "motor not running" alarm. The internal examination of the device showed extensive wear for several motor components. Once these components were replaced the device passed functional and delivery testing.

Event description:
It was reported that the device's motor was not working. No known adverse effects to patient.